Event description:
It was reported that the pt presented for emergency treatment for a displaced left mandibular angle fracture. The defect was reconstructed using rhbmp-2/acs. The pt's postoperative course was remarkable for significantly more soft tissue swelling than is usually present after traditional reconstruction with autogenous bone.

Manufacturer narrative:
(B) (4). Literature article citation: carter et al. Off-label use of recombinant human bone morphogenetic protein-2 (rhbmp-2) for reconstruction of mandibular bone defects in humans. Journal of oral maxillofacial surgery 2008; 66: 1417-1425. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.